Manufacturer narrative:
(B)(4). A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. However, during previous service the battery was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a low battery alarm. The root cause could was determined to be a depleted main battery. The main battery was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported by the baxter service technician that a flo-gard infusion pump experienced a low battery alarm during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.